Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous and mildly calcified de novo lesion in the circumflex and left main artery. Following pre-dilatation with a 2.0x12mm non-abbott balloon catheter, a 3.0x12mm xience sierra stent delivery system failed to cross due to the anatomy. A dissection was noted and the patient was sent to emergency coronary artery bypass surgery. The patient is doing fine and is stable. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. It was reported that the device interacted with the tortuous, calcified anatomy resulting in the reported failure to advance. Additionally, reported patient effects appear to be related to circumstances of the procedure. The reported patient effect of intimal dissection is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.